Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the displayed energy selection did not match the chosen selection from the therapy knob / switch. There was no patient involvement.